Manufacturer narrative:
The referenced gastroscope was returned to olympus for evaluation. A thin diameter baroscope was used to inspect the biopsy channel and found the wall of the biopsy channel had peeling from multiple scratches and scrapes throughout the length of the channel. The suction channel was inspected and found no anomalies. There was no debris or foreign material observed inside the biopsy and suction channels. In addition, an olympus test brush was introduced into the biopsy channel and there was no restriction or catching noted during the brush passage. The scope also passed the leak test. The scope¿s history shows the scope was purchased in (B)(6) 2015 and is in for service for the first time. The scope has accumulated 809 uses. The scope was forwarded to the service group and is pending repair. As part of our investigation of this report, an olympus endoscope support specialist (ess) was dispatched to provide an in-service reprocessing training to the staff. To date, the ess visit has not yet been finalized. However, the ess contacted the user facility and recommended that the proper biopsy forceps are used during the pre-procedure channel check. Based on olympus' investigation, the most probable cause of the reported event could be attributed to the use of improper biopsy forceps. The instruction manual provides olympus specific biopsy forceps with the channel inner diameter size of 2.8mm to be compatible with the referenced gastroscope.

Event description:
Olympus was informed that during a diagnostic upper endoscopy procedure, a piece of bioburden swab came out of the gastroscope during a procedure and fell into the patient's stomach. The user facility reported that while performing the pre-procedure instrument channel check, (boston scientific) biopsy forceps were passed through the instrument channel. Nothing came out of the distal end of the instrument channel. During the procedure, a piece of swab fell into the patient¿s stomach. The piece was retrieved by the doctor. The intended procedure was completed. No patient injury was reported. Following the procedure, the user facility reported the event to their infection control department. The biopsy forcep was believed to be a 2.2mm inner diameter and was validated for channel sizes 2.5-3.2mm according to the package. In addition, the user facility stated that after each procedure, they pre-clean the gastroscope, take it to manual cleaning room in which the channels are brushed/flushed, then they would conduct the (healthmark) bioburden swab testing before the gastroscope is placed into the (evotech) automated endoscope reprocessor.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds and 510(k) number.